Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurement, measuring greater than 125 ohms. Boston scientific technical services recommended to raise the shock impedance value to 200 ohms. No adverse patient effects were reported. This rv lead remains in-service.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurement, measuring greater than 125 ohms. Boston scientific technical services recommended to raise the shock impedance value to 200 ohms. No adverse patient effects were reported. This rv lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.